Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e1. Update to d9, h3, and h6 to account for product receipt and evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection at the repair center, it's found liquid crystallized display panel, and the printed circuit (bi) board were damaged. The following non-reportable malfunction was recognized: the display screen had liquid intrusion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that printed circuit (bi) board and liquid crystallized display panel failure were the cause of the phenomenon "no image". The event can be detected/prevented by following the instructions for use which state: "keep fluids away from all electrical equipment. If fluids are spilled on or into the monitor, immediately stop operating it and contact olympus". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported to olympus, the high-definition lcd monitor had a black screen. The issue was found during preparation for use. There was no delay in procedure and there was no patient under anesthesia. There were no reports of patient harm.

Event description:
The customer reported to olympus, the high-definition lcd monitor had a black screen. The issue was found during preparation for use. There was no delay in procedure and there was no patient under anesthesia. There were no reports of patient harm.